Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported that immediately prior to a novasure endometrial ablation (on (B)(6) 2013), the physician did a hysteroscopy and saw "a small portion of a previously (removed) fibroid on the posterior wall (of the uterus). The uterus also appeared to have suggestion of an arucate appearance." Additionally, "the tubes appeared barrel shaped". A dilatation and curettage (d and c) was done and a novasure endometrial ablation completed. A post hysteroscopy showed "good uterine results, no perforation" and she was discharged. The patient returned to the emergency room (ER) 24 hours later with "severe pain" and "was severely hypotensive". Physical exam found "minimal abdominal or pelvic tenderness". Her white blood cell count was 13,000. An abdominal x-ray and computed tomography (CT) scan showed "no free air or evidence of bowel injury". She was admitted to the intensive care unit (ICU) and given "pressors" and was "stabilized over the next 12 hours". Manufacturer report number 1222780-2013-00037. "After recovering from septic shock she did go into mild pulmonary edema which responded to lasix therapy." Blood and vaginal cultures returned positive for group b streptococcus and she was placed on vancomycin and zosyn (piperacillin and tazobactam). On (B)(6) 2013, the physician reported the "patient continued to improve continued to improve and (on (B)(6) 2013), was discharged home on augmentin (amoxicillin/clavulanate).